Event description:
The customer stated that there was an ECG com error at power up. They used another unit to treat the pt. No harm to the pt due to the problem.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator. The user returned the actual device for eval. The user reported ECG comm errors on power up, rendering the device unusable. The user indicated that treatment was not delayed and the pt not injured because of the malfunction. Factory service duplicated the reported ECG comm error. We isolated the cause of the failure to integrated circuit chip u2 on the preamp board of the device. Visual examination of the component chip under magnification revealed that the chip had become partially disconnected from its socket. We re-inserted the chip into the socket and restored normal operation. Nonetheless, we replaced the preamp board with a later version board without a socketed connection, which will ensure greater reliability of the u2 connection. Subsequently, the device passed all acceptance testing and we returned it to the customer.